Event description:
The patient reportedly experiences overly loud stimulation and discomfort during use of his implanted device. Programming changes were attempted, however, this did not resolve the issue. The patient has refused to wear the external equipment and has become a poor performer. Testing showed that the patient's device is functioning within normal limits. The patient successfully uses his device on the contralateral ear. Surgery to explant the patient's device has been scheduled.